Manufacturer narrative:
At this time, no conclusions can be made. The patient's attorney alleges that the patient had undergone surgical intervention for mesh removal, severe and chronic pain, adhesions, bowel obstruction, inflammation, recurrence, and was injured permanently and severely; however, no details have been provided. A review of the IFU performed finds it to be adequate. Review of the adverse reaction section of the IFU states that seroma, adhesions, hematomas, inflammation, extrusion, fistula formation, infection, allergic reaction, and hernia recurrence are possible complications. No medical records, autopsy, or death certificate have been provided. The fmea review identifies multiples potential adverse patient outcomes associated with the surgery/use of the device including adhesion, inflammation and recurrence. The review identifies controls in place to assess the failure modes and potential harms. Information provided by the patient's attorney is limited and review of the IFU and fmea does not identify a root cause of the patient's alleged post-op complications. A DHR review and investigation is performed for the provided lot number; should additional information be provided a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Addendum: h11: this is an addendum to the initial emdr submitted on (B)(6) 2020. This supplemental emdr is being submitted to report the corrected expiry date. No manufacturing issues associated to the reported event were found in the reviewed lot. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
Attorney alleges that on or about (B)(6) 2014, the patient underwent repair of an infraumbilical hernia; a bard/davol ventralex st mesh, large was implanted along with a non-bard/davol product in the patient during this repair. It is alleged that on or about (B)(6) 2018, the patient underwent revision surgery of the mesh products. Attorney also alleges that the patient experienced and/or continues to experience severe pain and chronic pain, adhesions, mesh adherent to bowel, small bowel obstruction, surgery to remove mesh, recurrence, and inflammation. It is also alleged that the patient continues to suffer complications as a result of implantation with the mesh products. The patient's attorney further alleges that the patient is at a higher risk of severe complications during an abdominal surgery, to the extent that future abdominal operations might not be feasible. As reported, the ventralex st mesh had caused serious injury and had to be surgically removed via invasive surgery, necessitating additional invasive surgery to repair the hernia that the ventralex st mesh had initially been implanted to treat. Attorney also alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is further alleged that the patient experienced mental anguish, emotional distress, anxiety, depression, impairment and also that the device was defective.

Manufacturer narrative:
At this time, no conclusions can be made. The patient's attorney alleges that the patient had undergone surgical intervention for mesh removal, severe and chronic pain, adhesions, bowel obstruction, inflammation, recurrence, and was injured permanently and severely; however, no details have been provided. A review of the IFU performed finds it to be adequate. Review of the adverse reaction section of the IFU states that seroma, adhesions, hematomas, inflammation, extrusion, fistula formation, infection, allergic reaction, and hernia recurrence are possible complications. No medical records, autopsy, or death certificate have been provided. The fmea review identifies multiples potential adverse patient outcomes associated with the surgery/use of the device including adhesion, inflammation and recurrence. The review identifies controls in place to assess the failure modes and potential harms. Information provided by the patient's attorney is limited and review of the IFU and fmea does not identify a root cause of the patient's alleged post-op complications. No manufacturing issues associated to the reported event were found in the reviewed lot. A DHR review and investigation is being performed for the provided lot number; should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that on or about (B)(6) 2014, the patient underwent repair of an infraumbilical hernia; a bard/davol ventralex st mesh, large was implanted along with a non-bard/davol product in the patient during this repair. It is alleged that on or about (B)(6) 2018, the patient underwent revision surgery of the mesh products. Attorney also alleges that the patient experienced and/or continues to experience severe pain and chronic pain, adhesions, mesh adherent to bowel, small bowel obstruction, surgery to remove mesh, recurrence, and inflammation. It is also alleged that the patient continues to suffer complications as a result of implantation with the mesh products. The patient's attorney further alleges that the patient is at a higher risk of severe complications during an abdominal surgery, to the extent that future abdominal operations might not be feasible. As reported, the ventralex st mesh had caused serious injury and had to be surgically removed via invasive surgery, necessitating additional invasive surgery to repair the hernia that the ventralex st mesh had initially been implanted to treat. Attorney also alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is further alleged that the patient experienced mental anguish, emotional distress, anxiety, depression, impairment and also that the device was defective.